Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2020. The lens was exchanged with a shorter lens and the problem was resolved. The lens was discarded. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -11.50/+6.0/093 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was reported as having excessive vaulting, significant reduction of irido-corneal angles and blurred vision. The lens remained implanted. The cause of the event was due to user error.